Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012387367 was returned and analyzed. Visual inspection showed the catheter appeared intact. A fragment of an unknown medical device was observed on the distal arm of the array/guidewire lumen transition to the distal tip. The catheter was received with a guidewire threaded through and extended beyond the tip. The guidewire was retracted without any restriction. The shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Resistance was observed while operating the slide function. Full advancement could not be performed; the slider knob was only able to move halfway. Data from the catheter identification chip confirmed usage. The catheter was reprogrammed before connection to the generator via a test cic, but therapy delivery was interrupted due to triggering of an error message indicating that there was a relay error. Hipot verification of the integrity of electrode wires insulation passed without any anomalies. Testing for electrical continuity revealed and open loop on all electrode wires. Dissection of the handle revealed bro ken electrode wires in the shaft region proximal to the handle nose; about 8 inches from the lemo connector. The guidewire lumen was observed to be kinked and breached about 5 1/2 inches from the slide knob. Traces of broken electrode wires were observed externally on the kinked location. In conclusion, the reported issues were confirmed during testing. The loop catheter did not pass visual inspection because a fragment of a medical device was observed on the distal arm of the array/guidewire lumen transition to the distal tip and further dissection of catheter revealed a kinked/breached guidewire lumen along with broken electrode wire causing open loop for all the electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (lot: 0012354082); product type: 0629-flexcath sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when removing the catheter, there was resistance as the catheter was passing through the handle area of the sheath. After removal, it was observed that there was an exposed external wire near the distal end of the catheter. A radiofrequency (rf) catheter was put into use to ablated the cavotricuspid isthmus (cti). The case was completed with pulsed field ablation and rf. No patient complications have been reported as a result of this event.